Manufacturer narrative:
Reference record (B)(4). Additional information added to b5.

Event description:
The neurology external consultation nurse informs after an internal hemorrhage; the bumper was surgically removed with urgency. As of (B)(6) 2020, he was still hospitalized and was recovering. Duodopa was permanently discontinued.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced difficulty mobilizing the peg tube. On (B)(6) 2020, during endoscopy, it was determined that the internal bumper was completely buried in the gastric mucosa and there was no possibility of removing it via endoscopy. Surgery was requested for the resolution of the case and it was believed that there had been mismanagement and had not performed any of the care due to the state of the stoma, the tube, and the problem of the bumper.